Event description:
The customer reported that a patient with diabetes experienced elevated blood glucose levels along with a sensor error on the continuous glucose monitor. The patient successfully administered a bolus dose of insulin after replacing the cassette tubing and infusion set. During the change, a bent cannula was observed, which likely caused an interruption of therapy during use. There was patient involvement with no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.